Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a battery failure. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device had a battery failure. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the device displayed a 1124 "battery failed" alarm error, and the battery was not able to charge. The authorized service provider (asp) engineer performed troubleshooting by removing the battery and replacing it with the power supply, after which the asp engineer confirmed that the device worked normally. According to the asp engineer, the customer requested that the battery be replaced for free, but the battery has exceeded its warranty period and cannot be replaced for free. The customer was unwilling to pay to have the battery replaced. It is therefore unknown what the outcome of the service event was, and no further information was provided. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.